Event description:
It was reported that the patient experienced a low blood glucose of 53 a couple of hours after lunch while using the ilet system; the low was treated with oral fast-acting carbohydrate (apple juice), glucose rose to 98, and the caregiver proceeded with a usual dinner and announced a usual meal bolus per guidance. Symptoms included hypoglycemia. Outcomes included recovery of glucose with monitoring and no escalation of care. Investigation included customer care troubleshooting and education regarding hypoglycemia treatment, timing of fast-acting carbohydrate, and subsequent meal announcement based on carbohydrate content, with instructions to monitor glucose and respond to device low alerts. Investigation of this case revealed no device malfunction and suggested user management factors related to timing of treatment and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.